Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ sedi-40 instrument there was an issue with erroneous results. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd sedi-40 instrument there was an issue with erroneous results. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the tube holder was broken and was subsequently repaired. Upon completion of the service, the instrument was verified to be operating within the correct parameters. Serial number (B)(4) was not found for material number (B)(4). No DHR could be reviewed. Based on evaluation of the customer's instrument, a broken tube holder was observed and repaired. The root cause was attributed to a broken tube holder. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.